Event description:
Adverse event(s): "pt involvement is unk" (no known impact or consequence to pt). Product problem(s): "unit was smoking" (smoking); "nothing on the screen" (no display or display failure). A biomedical engineer reported the unit was smoking. The system was rebooted and the power supply was running, but nothing was on the screen. The pt impact is unk. Several attempts have been made to retrieve additional info but none has been received to date.

Manufacturer narrative:
A company service rep examined the system. The power supply voltages were checked and found to met product specifications. The display backlights came on but the display was blank. The host module was replaced. The system was then tested and met all product specifications. The host module was returned to the MFR for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).